Event description:
It was reported that they could not put more than 20 cc in the pump. The pump was replaced. It was indicated that the catheter was "ok" in the operating room. It was noted there was no injury. The patient recovered without sequela.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2003 explanted:unk; proximal catheter segment model#8578 serial# (B)(4) implanted: (B)(6) 2010 explanted: unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. During the decontamination process, no problems were encountered filling or aspirating fluid from pump. Before destructive analysis of fluid path was started, the pump was aspirated, then filled with 20 ml of sterile water. This 20 ml was then aspirated and filled with this 20 ml of sterile water three more times with no problems encountered. This process was then repeated with 40 ml of sterile water, with no problems encountered. During the destructive analysis of the fluid path, no precipitant or residue of any kind was found.